Event description:
Customer reported that the results of a crossmatch performed in mts gel were compatible, however, further testing indicated that the results should have been incompatible. According to customer, patient was typed as group b, rh positive, but the tech entered the results as group a, rh positive. Compatibility testing was performed using the mts igg gel cards with three units of packed red cells, group a rh positive; compatible results were obtained. Customer stated that one unit of group a packed cells was being transfused to the group b patient. During the transfusion, the patient suffered a hemolytic transfusion reaction after approximately 100 ml of red cells were transfused. The transfusion was stopped. Patient was later transferred to a second hospital for medical evaluation and monitoring. According to customer the condition is stable. Customer further stated that the x-match testing was repeated during the transfusion work-up. They are still obtaining compatible results. Customer called back stating after all testing and checks were completed, customer confirmed that the tech failed to add patient's plasma to the crossmatch testing. Customer concluded that mts gel cards are reacting as expected. Customer further stated patient's medical condition is ok. Patient was discharged from sister facility. Customer also indicated that facility is incorporating new checks and balances to avoid this type of issues in the future. Customer will not be sending any samples for testing.

Manufacturer narrative:
Retained testing and batch record review were satisfactory. (B)(4).